Manufacturer narrative:
Product ID 3986a lot# n247545n01 implanted: (B)(6) 2011 explanted: na; product typ lead product ID 3986a lot# n272726 implanted: (B)(6) 2011 explanted: na; product typ lead product ID 37752 serial# (B)(4); product typ recharger product ID 37743 serial# (B)(4); product typ programmer, patient product ID 3708360 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; product typ extension product ID 3708360 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; product typ extension. (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief after having a fall in (B)(6) 2012. Since the fall, the patient was unable to get the implantable neurostimulator (ins) to provide the coverage and benefit it used to. The patient was going to contact their doctor for reprogramming. Additional information was requested but was not available at the time of this report.